Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
As reported via mw5119538: clinical adverse event received for pain at 3 months. Event is not serious and is considered mild. Event is possibly related to procedure. Event is not related to device. (Per the medwatch report providing a date of explant.